Manufacturer narrative:
The insulin pump was received with constant a13 alarm and constant tone, the problem is isolated to the interface board. Unable to test for a17 alarm, a21 alarm and battery out limit alarm due to a13 alarm. However, the insulin powered up properly after battery was installed and no blank display noted. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that the battery was changed and the display still does not come back on. Customer changed out the set, reservoir, and the pump battery. Customer stated that it came back on but after giving a bolus, the pump went blank again. Customer's blood glucose was 7.6 mmol/l. Customer had a watchdog timeout, external ram error, unexpected restart, and battery out limit alarms in the alarm history. Customer was advised to program a normal bolus into the air. Bolus amount was recorded in the bolus history. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer reported that the pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.